Event description:
Bausch and lomb iol was folded in a b & l mp28 mport lens placement system and checked by surgeon. Iol was injected into the eye and it became evident that the leading haptic was broken off of the lens. The haptic was removed, and when grasped the remaining haptic to stabilize the iol and remove the lens from the eye, it also broke off. The iol body was removed from the eye, another iol was subsequently inserted.